Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy. No additional information was provided and the customer declined troubleshooting with tandem technical support.